Event description:
A gore viabahn endoprosthesis was used for the treatment of a brachiocephalic fistula. The vessel was predilated but the device would not cross the lesion. The physician began to remove the device with plans to redilate the vessel. The physician felt resistance as the device was pulled back into the sheath. The physician believed that the device scrunched up during the attempt to remove the device. In a second attempt to remove the device from the sheath, the device partially deployed. A surgical cut down was performed, the device was removed and the vessel was repaired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the partial deployment of the device may have been caused by the withdraw of the device through the introducer sheath prior to deployment. Per IFU warnings section, prior to deployment, withdraw of the device back through the introducer sheath can cause damage to the endoprosthesis, premature deployment, deployment failure and/or catheter separation.